Manufacturer narrative:
(B)(4). Evaluation summary: analysis of the returned product noted blood and contrast on the black polymer coating which is consistent with the guide wire being used in the patient. The guide wire was separated 4.4 cm distal to the proximal end of the black polymer coating. The black polymer coating material at the separation was jagged. The separated portion was not returned. The core was cut, 25.7 cm proximal to the proximal end of the hypotube of the stent delivery system. There was a kink in the core 15 cm proximal to the separation. The noted kink in the core is likely the result of the guide wire separation as no damage was reported during inspection prior to use. Scanning electron microscopy analysis of the guide wire suggests that both distal and proximal core fractures may be attributed to mechanical damage. Guide wire separation may occur when the wire is subjected to tensile or torsional loads beyond its design limits causing the core to detach. A wire being over pulled or over torqued would require the tip to be trapped within the anatomy or another device in order to create the required forces to damage the wire as described. Any additional attempts to retract the wire in this trapped state would exceed design limits and cause the reported separation. In this case, it is unknown when the guide wire separated and it is possible that the guide wire separated post procedure and/or during shipment to abbott vascular. In order to ensure that this does not occur as a result of a product quality deficiency, manufacturing performs a 100% visual inspection of the guide wire tips after they are aloaded into the dispenser, performs a non-destructive pull test and performs a 100% outer diameter inspection of all devices prior to packaging. Additionally, quality control performs on line reliability testing to verify product quality. The lot history record for this product was not reviewed and a similar incident query was not performed because the product part and the lot number were not reported. A conclusive cause for the noted guide wire separation could not be determined and there is no indication of a product quality deficiency.

Event description:
It was reported that the stent delivery system did not cross the lesion. During the attempt to cross, the proximal shaft became kinked when negotiating the lesion; therefore, the device was removed from the patient. A non-abbott stent was deployed successfully. There was no procedure delay or any adverse patient outcome due to no cross. The end result was good. No additional information was provided. This is being filed based on the return of a bmw universal guide wire inside the stent delivery system lumen. The guide wire was separated. It is unknown if the guide wire separation occurred during use in the patient, or outside the patient after use.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.